Event description:
It was reported that the insulin pump had a frozen screen. The insulin pump is beeping and not responding to button presses. The blood glucose reading is 87 mg/dl. After a new battery is inserted, the insulin pump is still frozen and no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.